Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the doctor used the device to close the esophageal hiatus, putting in two sutures. He reloaded it and went to draw together the edges of the stomach to form the fundoplication. He put in that stitch, put the needle through the loop, pulled the lever to tighten the loop, and nothing happened. He tried again, nothing happened. He cut out that suture, removed the device, reloaded it without a problem. He then put a stitch in, needle through the loop, pulled the lever to tighten and again nothing happened. After he cut this stitch out and removed the device, he examined it. At that point he noticed that the hook that is present in the jaw of the device had broken off. Unknown where hook is. At that point, the surgeon opened a new one, loaded that and finished the procedure. No pt consequence.